Event description:
Upon removal from the packaging, a bend was noted at the distal tip of the reperfusion catheter 032. The device was not used in a pt. A new reperfusion catheter was opened and the case continued. The penumbra sales rep educated staff on how to flush and appropriately remove the device from the packaging.

Manufacturer narrative:
Device investigation: the catheter shows a 30 degree bend distal of the ID band. In addition, there is a flat spot 9.3 cm from the distal tip. There is sticky substance on the exterior of the catheter approximately 2 cm from the distal tip. A 0.032" mandrel was introduced into the hub and advanced distally. The mandrel stopped 9.5 cm from the distal tip. The catheter is non functional. The flat spot on the distal tip agrees with the "bend" described in the complaint. This type of damage can occur when the catheter is not properly removed from the storage hoop. The sales rep noted that she restrained the hosp in proper flushing and handling techniques. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.